Manufacturer narrative:
The customer¿s report of tubing cut in half was confirmed. Visual inspection of the set noted the set contained two separations. The first separation was observed from the vinyl tubing to the drip chamber outlet port. The second separation was observed from the vinyl tubing to the male luer inlet port. Examination under magnification observed a gap based on insufficient solvent within, indicating that the expected tubing was not fully inserted on both tubing to drip chamber and male luer. Functional testing was deemed unnecessary due to the separations. Dimensional analysis was performed on the inner and outer diameter tubing and was measured to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Device history record for model ms3500-15 lot 19073231 shows that the set was manufactured on (B)(6) 2019 with a total of 27,653 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that the IV tubing set was cut. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Additional information requested including patient's demographic, but was not received.

Event description:
It was reported that the IV tubing set separated at the luer lock. Additional information requested, but was not provided.

Event description:
It was reported that the IV tubing set was cut. Additional information requested, but was not provided.